Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had button error alarm. Customer's blood glucose level was unknown. Customer reported that insulin pump had unexplained no delivery alarm and transmitter wont connect to insulin pump. Customer declined to report to 24 hours technical support team. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Pump passed functional testing including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and self-test. No unexpected insulin flow blocked alarms noted. Pump communicated properly with test guardian link transmitter. No communication anomaly noted.